Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer chose to not use the da vinci system and converted to open surgery to complete the case. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer reported that the footrest is not down on the console. Customer checked and put the brake pedals down on the console and now the footrest is down. The procedure was converted to open surgery. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter indicated ports were placed prior to the issue being identified. The system functionality was checked upon powering on the system. The system initially powered on without errors. Technical support (dvstat) was called for troubleshooting. The robotics coordinator called dvstat but was on hold for an excessive amount of time after initial prompt, ultimately, the procedure converted to open before troubleshooting was provided. It was reported the foot switch panel was raised due to the brakes not enabled. Per surgeon, it provided discomfort and frustration, but not ultimately why the conversion occurred. There were no actions taken, and the brakes were engaged the following morning. The reporter informed the staff and surgeon how to engage brakes and fix issued when the reporter was notified of the event. The procedure was converted to open surgery. It was unknown when the procedure converted and if the patient tolerated the change. Patient demographics are unknown at this time. There was no surgical delay.